Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+1.00/8 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. Refractive surprise, residual astigmatism, and lens rotation was noticed. The lens remains implanted. (B)(4)

Manufacturer narrative:
The lens was repositioned but the problem remained. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vtich13.2 implantable collamer lens in the patient's eye. Refractive surprise, residual astigmatism, and lens rotation was noticed.